Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) sensor pairing issue when using the dexcom app, with initial unpairing and subsequent incorrect pairing code entry; troubleshooting included toggling settings, restarting the device, and re-entering the pairing code, after which pairing was restarted, and later the code was rechecked and found to be incorrect. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a user usage problem related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.